Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in austria. On (B)(6) 2024, it was reported by the patient that two infusion sets tubing came apart. The infusion sets are from same lot. Since last 2 days the infusion set was in use. Infusion set was placed in leg. No further information was available.